Manufacturer narrative:
The device was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history. The motor position encoder error alarm was due to motor encoder signal out of phase. Displacement test was unable to be performed due to motor error alarm. The device was received with cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's sister in law reported via phone call of motor error with the customers' insulin pump. The customer's blood glucose level at the time of incident was 130 mg/dl. The customer is in the hospital for cardiovascular issues. The customer states the device was ran through an MRI. The customer also states the presence of a motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.